Event description:
It was reported that at the user facility after the case started the device would not register the instrumentation, and the live cam would not start. There were also problems with the software not recognizing the application setting. The reported events could lead to inaccuracies during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that at the user facility after the case started the device would not register the instrumentation, and the live cam would not start. There were also problems with the software not recognizing the application setting. The reported events could lead to inaccuracies during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not returned by the customer, no evaluation is possible.